Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the vasopressin bottles in ICU pyxis machine to logistic was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the vasopressin bottles in the ICU pyxis machine were not communicating with bd logistics. A technical support specialist (tss) noted that the customer stated stock-out issues were being handled through pyxis to bd logistics. Permission to close the case was received from the customer. The system functioned as intended after technical support specialist investigated the issue.